Event description:
It was reported by the customer they had a powerloc max leak on the y-site over the weekend, causing a chemo spill. Doxorubicin/vincristine/ etoposide running at 43ml/hr and 0.9ns running at 83ml/hr was running when the leak occurred.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking y-site is confirmed and was determined to be supplier related. One 19 ga powerloc max was returned for evaluation. An initial visual observation showed use residues throughout the device, and a visible crack was observed on the plastic hub of the y-site. A microscopic observation revealed the crack on the y-site to be longitudinally aligned propagating from the knit line. This is a known defect from the supplier, and bd is working closely with the supplier to mitigate the issue. The complaint of a leaking y-site is confirmed and is determined to be due to a known supplier issue. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer they had a powerloc max leak on the y-site over the weekend, causing a chemo spill. Doxorubicin/vincristine/ etoposide running at 43ml/hr and 0.9ns running at 83ml/hr was running when the leak occurred.